Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Received a 2-way foley catheter with cut portion of the inlet tubing and a straight tipped syringe. Verified material number 2758j14 and manufacturing lot number ngjz2834. Visual inspection noted no obvious observations. During testing, the catheter balloon was inflated with 10 ml of methylene blue solution, and the catheter was allowed to rest with no observed leaks. Balloon was asymmetrical, 20:80 (pr# ((B)(4)). Attempted to deflate the balloon passively and only 9 ml could be withdrawn. Using the in-house syringe, balloon deflated passively in 3 min 25 sec and no cuffing noted. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Refer to CAPA 12474540 for further details. Corrections made to tab(s): d, f, h. Initial reporter complete facility name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during foley catheter cuff tests in the operating room, the sterile distilled water did not return well. In particular, the last 2 to 3 cc did not come back. This situation had been ongoing recently, or rather for quite some time, causing concern. Per notification from hcl investigator on 09feb2026, it was reported that balloon was asymmetrical 20:80 was found during sample evaluation on 04feb2026.

Event description:
It was reported that during foley catheter cuff tests in the operating room, the sterile distilled water did not return well. In particular, the last 2-3 cc did not come back. This situation had been ongoing recently, or rather for quite some time, causing concern.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The initial reporter's last name that was provided is (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.